Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported patient lost ac power to mpu on (B)(6) 2020 at 0:01 hours. Patient felt tingling throughout body for a few seconds while switching to battery power from mpu. Log file analysis shows that there were no unusual events seen.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power event was not confirmed. The submitted log file spanned approximately 11 days (on (B)(6) 2020 per the timestamp). The no external power event on (B)(6) 2020 at around 00:01 while connected to mobile power unit was not observed in the log file as it was overwritten by newer events. There were no unusual events in the log file. The mobile power unit was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.